Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of incident. Customer treated their high blood glucose with manual injection. Customer stated that the infusion set cannula was bent. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.